Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hungary.

Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that patient faced infusion set box damaged where packaging was not sealed properly and was not intact. No further information was available.